Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 451 mg/dl which was treated by manual injection. Customer had been using insulin pump within 48 hours of reported high blood glucose level. Customer stated that auto-mode feature was not active at the time of high blood glucose event. Customer stated they used insulin right after taking it out from the fridge. The insulin pump will not be returned for analysis.